Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that rep saw the patient to try to find a new program. Adaptive stim (as) was set up. Everything was okay but the patient called later in the afternoon describing new intense electric shocks in both legs when she made a movement. She got stuck and was unable to walk, therefore, had to turn the ins off. This happened as a result of the adaptation of the positions. The rep removed the adaptation of the positions, to see if these discharges come from the adaptation of the positions or not. The patient no longer felt these electrical discharges. The cause of the event was the setup of as. The event resolved. The patient¿s age was around 70 years.